Event description:
Was informed by (B)(6) medical doctor that I was an excellent candidate for lasik, however during the procedure I had extreme pain in the left eye. While the procedure only lasted approximately 60 seconds, I've now lost the entire use of the left eye. Within 21 days of the initial procedure I had a major retinal tear which caused multiple operations to save the eye. While the eye was saved after a year of operations, it is now useless. I later found out that I had lattice degeneration in both eyes prior to the operation. This is a flawed surgical procedure that the FDA as well as eye doctors know full well that a person with lattice degeneration should be evaluated by a retinal specialist first for preventative care or informing the patient that the procedure carries additional risks. No one informed me. While I sought legal representation. No one is willing to take my case because (B)(6) university has more money than I do and can drag this case on for years making it impossible to seek compensation that will cover the cost of legal procedure. This is a disgrace. I still have about 8 months to file my case again since my last lawyers dropped the case after trying to get a respectful doctor to acknowledge that I should not have had the procedure. Can you help me or is this just a forum to report for your own benefit with no real support for those who lost the use of their eye(s)? (B)(6).